Event description:
The customer did not report info in regards to the event.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap detached and part at the cap. The fiber, shrink tube and jacket melted. The shrink tube burned. The fiber cap condition would result in the fiber cap detachment. The root cause of the device failure was determined to be heat accumulation. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the pt and instructions for retrieving.